Event description:
The doctor stated that the pt received a medpor nasal dorsum and a nasal valve batten implant in (B) (6) 2006. The pt presented with an infection in (B) (6) 2007. The doctor reported that he removed the medpor nasal valve batten implant and treated the pt with antibiotics in (B) (6) 2007. The doctor stated that the patient presented with an infection in (B) (6) 2007. The doctor reported that he removed the medpor nasal dorsum implant and treated the patient with antibiotics in (B) (6) 2007.

Manufacturer narrative:
Following a review of the device history record for lot 7546-b039g13 and lot 7516-b004c35h, it was determined that all processes and test criteria are within the medpor implant finished product specification. A non-conforming product report generated for lot 7516-b004c35h is enclosed. A copy of the current medpor instructions for use is enclosed. Additional device catalog #:7516, lot #: b004c35h, expiration date: 04/2016. Additional device manufacture date: 04/2006. Additional explant date: (B) (6) 2007.